Event description:
It was additionally reported that there was no patient involvement.

Event description:
It was reported that the cadd legacy pump displayed an error message. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in fair condition with cracked housing and scratched screen. Review of the event history log shows error 1870 and battery depleted messages. Use testing was performed. The customer complaint was confirmed. Service replaced the motor and circuit board. The root cause is defective components of motor and circuit board.